Event description:
Patient was connected to a heart monitor by the respiratory therapist using four leads. The leads were connected after the area was wiped with remove (instead of skin prep). Patient wore the monitor for 24 hours, and when the leads were removed the respiratory therapist noticed the areas were red and blistered, similar to a burn. The facility noted that this was human error due to similar appearance of packaging for skin prep and remove wipes. The patient was referred to primary care physician.